Event description:
Problem with product reliability. Cholestech ldx cholesterol analyzer. Despite numerous phone calls and tech rep visits and exchange to another machine, the results are very unreliable, and have led to pts getting the wrong dose of medication. In some cases, the pt may not have even needed medication.